Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had burning in both the calves and lower legs as well as discomfort before the pump was implanted and it was still a problem as of the date of the report. The patient also had a little bit of lower back pain. It was noted that it had been over 3.5 years and the patient was still not back to work. It was noted the patient still had breakthrough pain and was not given oral medication for it. It was reported the patient¿s first two doctors ¿didn't realize the extent of the damage¿. The system was being used to deliver dilaudid (unknown concentration, 2.4mg/day) and bupivacaine (unknown concentration, 0.8mg/day). Additional information received from the consumer indicated since the patient relocated to arkansas the patient received dose adjustments "from a physician who knows what he is doing" and the patient was doing much better. The patient was currently working out, back to work, etc. The patient spend 4 years in virginia with no dose adjustments and was taking norco (oral, 6 times a day). At that time, the patient also had constipation due to the norco. The patient was currently receiving dilaudid (40mg/ml, 15.5mg/day) and marcaine (6mg/ml, 1.93mg/day) in an implantable pump for post-laminectomy pain. Additional information was received from a consumer. It was reported that the patient was told that there were not any volume discrepancies. She did have the system replaced on (B)(6) 2017 and was told by the surgeon that the pump was not connected to the catheter and the catheter was not in the intrathecal space. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-03, additional information was received from the patient. The patient repeated previously reported information and stated that with their first pump, they were receiving 23 mg of dilaudid. However, they were still not receiving pain relief and was told that there weren't any volume discrepancies. The patient reporting having the system replaced on (B)(6) 2017 and was told by the surgeon that the pump was not connected to the catheter and the catheter was not in the intrathecal space. No further information was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient provided the name of the surgeon who replaced the pump in 2017 and stated that they heard he's had some lawsuits against him and thought their sister filed a lawsuit against him on the patient's behalf. The patient stated that the catheter wasn't connected to the pump so they had the highest dose of dilaudid pouring into perineum. The catheter kinked in their belly so they replaced the whole thing.

Manufacturer narrative:
Information previously reported in regulatory report # 3004209178-2018-01588 will now be reported in this regulatory report, # 3004209178-2019-06743. If information is provided in the future, a supplemental report will be issued.